Event description:
Facility alleged that the adapter on the 4 prong cycler set does not fit well onto the pt's catheter adapter. It is difficult to tighten initially. The pt's catheter was contaminated but was soaked with solution. This pt did not develope peritonitis but was placed on prophylactic antibiotics.